Manufacturer narrative:
Date of event: the reporter stated that the event occurred ¿over the last week¿. Initial reporter address: (B)(6). The lot was manufactured between november 17, 2021 and november 18 2021. The actual devices were not available; however, photos of actual samples were received for evaluation (unknown how many were for this report; lot was not documented in the photos). Visual inspection of the photographs identified white particulate matter on the devices. The reported condition was verified on the actual samples. The cause of the condition could not be determined. Additionally, five (5) unopened companion samples were received for evaluation. Visual inspection along with magnification was performed which did not identified any abnormalities that could have contributed to the reported condition; no particulate matter was identified. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white specs were observed on an unspecified quantity of rapidfill connectors (red). This was observed when opening the packaging, prior to use. There was no patient involvement. No additional information is available.